Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to boot properly. However, the coin battery voltage measurement was 2.70 volts direct current (vdc), .30 millivolts lower than the required 3.0 vdc which may have caused the date and time change. Per data log analysis, the system shutdown on (B)(6) 2019. The next power up shows the date at (B)(6) 2023. This date jump triggers the user notification of battery life exceeded. The system is left powered up until the date changes to (B)(6) 2023. The user sets the date to (B)(6) 2019 and the battery life exceeded notifications no longer occur. Most likely the issue is the date change on the ccm. This triggered the reported issue. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, the system was set up for a standby case and he noticed a 'caution: you have exceeded the 2-year service life of your batteries' message. The power manager light emitting diode (led) and battery indicator were red. By the time the case was finished the battery status returned to green. The field service representative (fsr) was unable to observe the message. The base batteries were testing at 18.0000 amp hours (ah) and at float charge. He downloaded the data logs and verified the date on the ccm had automatically change from 22-may-2019 to 24-jan-2023 to 24-may-2013 and then back to 23-may-2019. The date change would cause the error message that was seen by the perfusionist. The unit operated to the manufacturer's specifications. The suspect ccm was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the date on the central control monitor (ccm) was changing on its own. There was no patient involvement.